Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a post-operative xen®45 gts event in unknown eye described as iop suddenly increased to 40 mmhg and stent was found broken in the subconjunctival space.